Event description:
The diabetes clinical manager and the customer reported via phone call that the insulin pump experienced a time/clock anomaly. The customer stated that he had to reset the time and date every time he changed the battery. The customer expressed concerns with a possible issue related to the insulin pump's software. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was programmed and monitored with the correct time and date. No time loss or gain was noted. The unit had an unexpected restart alarm after a battery change and reset to factory default due to a component leaking voltage at the interface board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.